Event description:
It was reported that during the meniscus repair surgery, fast-fix 360 package was normal, however t2 could not be deployed according to the standard operating procedure, it was attached to the shaft of the fast-fix. Device rebound was limited so it did not reach the original starting position. A backup device was available to complete the procedure with no significant delay or patient injuries.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. T1 was not returned. T2 and partial suture was returned. T2 had unusually frayed and knotted suture around it. The depth limiter was attached. The delivery needle is straight but the delivery curve has been somewhat flattened. This condition indicates flexing and difficulty with reaching desired anchoring location. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. A functional test was performed. The device cycled and actuated as expected. There was no mechanical issue found. No root cause related to the manufacture of the device was confirmed. No further investigation is warranted.